Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported silicone sleeve of the clave port remained in the opened position; subsequently a leak of medication was noted. The male adapter of an unspecified primary tubing set was connected to the female adapter of the extension tubing set and was being used to deliver an unspecified medication. At 1300 during an unspecified emergency situation, it was reported that an unspecified needleless male adapter was connected to an unspecified clave y-site of the extension tubing set to deliver an unspecified concentration of atropine via IV push. After the delivery of the atropine, the syringe was disconnected from the clave y-site. After an unspecified length of time, it was reported that an unspecified volume of solution leaked from the clave y-site. The extension tubing set was removed. It was reported that the male adapter of the primary tubing set was connected directly to the patient¿s IV access site and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. During visual inspection of the extension set, the customer contact reported of the extension set, the customer contact reported that the silicone sleeve of the clave y-site appeared to be stuck down. Though requested, no additional information was provided.